Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) with this device, the foot switch pedal started to stuck, and even after the foot was released it did not stop working for a few seconds. The device was replaced, and the procedure was completed without patient complications.